Event description:
Programmed parameters were decreased due to ataxia and severe hoarseness associated with vns stimulation. It was reported that normal mode output current was reduced from 1.oma to 0.75ma and that magnet mode output current was decreased from 1.25ma to 1.0ma. Treating neurologist did not want to reduce device settings any further as the pt was receiving efficacy from the vns therapy. Following the reduction in programmed parameters, the ataxia resolved completely and the hoarseness was improved. It was reported that the pt has an extensive psychiatric history and that it is difficult for caregivers to know what is truly going on with pt.